Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone17.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that their blood glucose (bg) level rose to approximately 300 mg/dl between 4 and 24 hours of while wearing the pod. It was reported that the pink slide did not move forward during activation, indicating a needle mechanism failure. The patient did confirm the cannula was inserted into the pod site on their arm. The patient further reported that while their bg was high, they believe the pod is working as their bg level had dropped to 210 mg/dl. The pod was not removed as it appeared to be working.